Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported on (B) (6) 2010 at 22:00, the patient heard critical alarm. The patient started to have symptoms of withdrawal (increased pain, nausea, tremor, and hot and cold flashes). The next day, he went to the emergency room. The pump was interrogated and noted a motor stall had occurred on (B) (6) 2010 at 21:01. The patient claimed that he did not have any MRI or emi. During all the refills, no problems with expected residual volume and actual residual volume were noted. The pump was replaced on (B) (6) 2010. The drug in the pump was morphine and bupivacaine. Following the replacement, the pump only contained morphine 20mg/ml at 0.960mg/day. The patient recovered without sequela.